Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that infection was observed within four weeks after placing duragen (id2201i) for an aneurysm clipping. It was noted that the patient seemed to develop an epidural abscess. Currently, the bones have been removed and a drain has been placed. The type of infection or organism is unknown. Patient is in the follow up.

Manufacturer narrative:
Duragen 2x2 1 pack ce (id2201i) was not returned for evaluation and device history record review was not possible because the product¿s lot number was not reported. Additional information was requested regarding how the infection was confirmed and type of microorganism found, but no information was provided. There is not enough information to support causal relationship between the use of duragen and the reported condition. Based on the information provided and lack of sample availability for evaluation, the complaint cannot be confirmed; therefore, a root cause determination is not possible. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.